Manufacturer narrative:
Device evaluation: the software logs were evaluated and concluded that the software stopped responding on stopping acquisition.

Event description:
It was reported that during an ablation procedure, software errors indicated that no probe was detected and no actual probe positions or temperature. This was noted at the end of ablating the first trajectory. The surgeon was ablating and continued to ablate for a few acquisitions before this issue was noticed. The acquisition was then stopped and the software froze. After checking all the connections, rebooting the rack and restarting the edcc, the surgeon was able to finish the first ablation after restarting from the patient archive. The magnet was moved and the probe was placed in the second bolt. A new image was acquired and all of the software steps were completed without issue until the treat step. In the treat screen, the surgeon moved the linear position but the actual probe would not move. The probe was manually moved at the interface platform (ip) but the software did not recognize the move even though the ip showed the actual linear position and probe type. The system then shut down again and the edcc restarted without resolution. The probe was no longer recognized on the software regardless of many attempted fixes. The second trajectory was then aborted. There were no further patient complications reported in relation to this event.